Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to device change out for eri the lead exhibited a decrease in r wave sensing and high capture thresholds. Furthermore, low pacing lead impedance also noted when the lead was connected to the new device. The lead was capped and replaced. The patient's condition before and after surgery was good.